Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: the black box and history recorded multiple call service 52 and 54 alarms. The alarms could not be reproduced during investigation. No defects were found inside the pump. Unrelated to the call service issue, the battery compartment was cracked from the case seal to the grip. No moisture or corrosion was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.